Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states that she was using wheelchair and the frame cracked. She also states the wheels started scraping the sides of her legs because of the cracked frame.